Event description:
It was reported that the wake button on the pump was not functioning properly, requiring hard pressing several times without consistent operation. There was no reported impact to the customer¿s blood glucose level. The device was scheduled to be returned for inspection, and a replacement pump with a different serial number was expected to be issued.